Event description:
The customer reported the ac power module does not have a red light on it and is not charging. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.